Event description:
The device was returned to the manufacturer with no info or packaging. Additional info was requested but the user facility contact had no additional info regarding the nature of the complaint. It was reported, however, that there was no pt injury.

Manufacturer narrative:
Final device investigation found that the device was returned with no clips remaining and the safety lock out mechanism broken. It was noted that the shaft's clear plastic covering was cracked and separated near the jaws of the device. The device could not be function tested due to the lack of remaining clips.